Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user experienced stone formation and stent encrustation, ureteral reflux, infection, and urinary symptoms, occlusion while using the ureteral stent.

Event description:
It was reported that the user experienced stone formation and stent encrustation, ureteral reflux, infection, and urinary symptoms, occlusion while using the ureteral stent.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned. A potential root cause for this event could be, "material selection". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: edema; stone formation; peritonitis; extravasation; ureteral reflux; stent dislogdgement, fragmentation, migration, occlusion; fistula formation; loss of renal function; hemorrhage; pain/discomfort; stent encrustation; hydronephrosis; perforation of kidney, renal pelvis, ureter and/or bladder; ureteral erosion; infection; urinary symptoms". "Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device.". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.